Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Deleting dka and associated treatment from h6 since it does not meet criteria for dka as customer was treated high blood glucose with manual injection. Updated summary: customer said there were air bubbles in the tubes and in her reservoir. She said she changed the set 3 times and the reservoir once. She said her bg started to respond once she removed the air bubbles from the tubes. Customer declined troubleshooting as it was a past event. Smartguard was used. Reservoir is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with air bubbles on reservoir. Customer does not recall airbubble size. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-332a. Troubleshooting was partially performed. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a.